Event description:
On (B) (6) 2009, the pt was implanted with two gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On (B) (6) 2010, the pt was converted to open surgical repair to treat inflammation from a suspected abdominal fistula. The gore devices were explanted and replaced with a surgical graft. There was no fistula; however, the cause of the inflammation was indeterminate. The pt tolerated the procedure. No complications have been reported.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. As stated in the gore excluder aaa endoprosthesis instructions for use (IFU), complications that may occur include, but are not limited to, surgical conversion. Additional device related to this event: pxc161200/06474661.